Manufacturer narrative:
The device was manufactured august 7, 2017 ¿ august 8, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the device, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused. The expected therapy time was 46 hours; however, the device was reported to have completed infusion in 26 hours. The device was filled with 115ml of an unspecified solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.